Manufacturer narrative:
Upon inspection, baxter technician ran a function test. The device was observed in locked status while external force was applied under normal clinical handling conditions, specifically simulating the pressure applied during spinal surgery (e.g., screw insertion). The locking mechanism was confirmed to be mechanically functional and operating as designed. No mechanical failure or malfunction was identified. However, if the reported event were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Event description:
Baxter received a report stating that stabilizer leg hds had brakes not holding. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.